Manufacturer narrative:
Concomitant medical products: product I:d 977a160, serial (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a160, serial (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that they were going to do a revision of the spinal cord stimulation system. The surgery was scheduled for (B)(6) 2018 and was not resolved at the time of the report. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported.